Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped because the physician suspected fracture. The lead is no longer in service. No additional adverse patient effects were reported.